Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. The mobile view station (mvs) fuse was replaced. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement.

Event description:
A radiologic technologist (rt) from the site reported that the imaging system's mobile view station (mvs) had no line power to it. To troubleshoot, he had tried a different outlet with no change. There was no patient present when this issue was identified.